Manufacturer narrative:
The device was received at zoll medical germany. The customer's report was verified and attributed to foreign substance underneath the on/off button. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device power on is delayed. Complainant indicated that there was no patient involvement in the reported malfunction.